Event description:
It was reported that "the micro-introducer kit broke while our interventional radiologist was placing the catheter in the patient's right common femoral artery over a guidewire. The physician was able to retrieve the broken piece of equipment." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4).